Event description:
It was reported that there was no fluid flow through a large volume infusor. Prior to connecting a patient to the device, it was observed that the device was not running. To resolve this issue, the customer used another unit. This issue occurred during storage prior to patient use. The device was filled with cefazolin (aft) 8000mg in sodium chloride 0.9%. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 27, 2025 ¿ march 28, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.